Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated he was hospitalized for diabetes ketoacidosis, nausea, vomiting and ketones. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the prime and displacement test. The programming was correct. The customer also reported several motor error alarms during bolus attempts.